Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit blood enters the device due to balloon rupture. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) says blood entered the safety disk. Therefore, fse replaced the pim d997-00-1178 (including the safety disk and tidal disk). The device is working well. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit blood enters the device due to balloon rupture.